Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump's case was broken. Customer reported the reservoir was falling out of the insulin pump as a result. The customer stated they have bumped the insulin pump in the past. Customer's blood glucose was 16 mmol/l. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, cracked battery tube threads, minor scratched lcd window and missing reservoir tube o ring.